Event description:
The device was implanted on 12/4/96 for infusion of fudr through the hepatic artery for treatment of cancer. On 1/6/97, a facility nurse contacted a MFR nurse and reported that the pt had a colostomy reversal at device implantation surgery. Immediately post-operative, the pt experienced a wound dehiscence and wound infection on her laparomoty scar, which requires daily packing and second intention healing. Approx one week ago, a small "quarter size red spot" appeared near the device pocket which was hot to the touch. As a prophylactic measure, the physician started the pt on oral antibiotics. The facility nurse reported that the spot has decreased in size and the physician does not feel that the integrity of the device pocket has been compromised. The physician plans to continue the antibiiotics and monitor the device.